Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances. Patient's leads' had fractured. Reprogramming was unable resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.